Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a mildly tortuous mildly calcified de novo lesion in the mid left anterior descending coronary artery (lad). Reportedly, a 3.00x15mm xience alpine was implanted in the lad at 14 atmospheres; however, a dissection occurred on the proximal end of the stent. The dissection was successfully covered with a 3.5x15mm xience pro. There was no clinically significant delay in the procedure and no adverse patient sequela. No additionally information was provided.